Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, product type: recharger. Product ID: 37761, product type recharger.

Event description:
A consumer implanted for multiple back operations and spinal pain reported the recharger wouldn¿t charge and the connector pin looked like it had been ¿pushed in a lot¿ and bent which occurred sometime in (B)(6). No out of box failure was reported. Since the consumer was unable to charge the implantable neurostimulator (ins) their therapy turned off and they were in pain as of (B)(6) 2016. Currently when the consumer did try and charge all they saw on the recharger was the reposition antenna screen even though they had last charged within the month. It was confirmed the patient programmer (pp) was able to communicate with the implant but was showing the ¿charge ins now¿ warning screen.